Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced hypoglycemic event. The patient's wife reported that she took the patient to the hospital due to hypoglycemia. At the time of contact the patient was in stable condition. There was no allegation of malfunction against the device. The patient's wife stated that the device showed the patient's blood sugar as low during the event. No additional patient or event information is available.